Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user placed the ilet on the charger while showering and subsequently could not unlock the screen; the user initiated a software update via the mobile app and on the ilet, and no further assistance was requested. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included remote troubleshooting and user education to initiate an update. Investigation of this case revealed a transient screen responsiveness issue that was addressed through a device software update, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device software or user-interface anomaly resolved by updating.